Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade, the right ventricular lead exhibited oversensing shortly after connecting it to the new device. The oversensing was not reproducible with pocket manipulation or isometrics during or after the procedure. No device intervention was reported. Patient was stable.